Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Drive support cap was slightly intended. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Fill cannula was recorded in daily history. No harm requiring medical intervention was reported. Troubleshooting was successfully performed however the customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer alleged the pump having motor error alarm. Unit passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected motor error alarm noted during testing. Pump history download using thds was successful. However, there is no data available on ((B)(6) 2021), unable to perform data analysis for motor error complaint. Pump was cut and open found no moisture/damage on the electronics, battery connector, battery tube, motor, vibrator, keypad flex tail noted during visual inspection. Motor passed motor test. The test reservoir locked in place properly and no anomaly noted. The following were noted during visual inspection: scratched case, stained address/serial number label and stained end cap sticker. Unit passed all required test. Motor error alarm was not confirmed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.